Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue of power loss, and root cause could not be determined.the customer declined the option to repair the device. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that low battery indications were logged in the device's memory at the time of the patient event. The customer has placed this unit into quarantine. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off. There was no patient involvement reported with the event.